Manufacturer narrative:
A customer reported an alarm issue with the adc device, with use with phone application (oppo, android os: 13, application v. 2.8.4.9335). An extended investigation has been performed for the reported complaint and determined that there were no issues with the freestyle librelink application that would have led to the complaint. The user reported missing high and low alarm notifications with the freestyle librelink application. Successfully received high and low alarm notifications using a similar configuration, and was unable to reproduce the complaint. Thus this case is not confirmed. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device, with use with phone application (oppo, android os: 13, application v. 2.8.4.9335). The customer reported that the high/low glucose alarm failed to sound and the customer had symptoms described as dry throat, dizziness, and headache. The customer required third-party treatment of glucagon injection, and was also provided water. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device, with use with phone application (oppo, android os: 13, application v. 2.8.4.9335). The customer reported that the high/low glucose alarm failed to sound and the customer had symptoms described as dry throat, dizziness, and headache. The customer required third-party treatment of glucagon injection, and was also provided water. There was no report of death or permanent injury associated with this event.